Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they wanted someone to check their device because they were having so much pain; they were transferred to the call center. Patient further said stimulation was hurting them at 0.3v last year so they decreased it to 0.1v to relieve the pain. They started feeling the pain again three days prior to initial report and had a return of their target urinary incontinence symptoms. They were waking up 4-5 times at night and going to the bathroom all the time; they were "going crazy" and has "no peace" because of this. As a result of what was reported, the patient checked their ins the date of initial report and saw a power on reset (por) message. They added that they no longer work with their managing healthcare provider (hcp) so a list was sent to them. It was reviewed that the por needs to be cleared with a clinician programmer (cp). The patient was redirected to an hcp on the list to help with the painful stimulation, return of symptoms, and por message. The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.